Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient talked to a manufacturer representative (rep) because he was hurting and the stimulation was not doing any good. It was noted that the stimulator was not doing any good, it was not helping him, and it was not working right. The patient had some success but not as much as he hoped for. When he had the surgery was done, they had some trouble getting the leads in because of scar tissue. He had a competitor stimulator prior to getting the device. Additional information was received from the patient on march 19th, 2020, that he noticed pain around the implant area and he did not have that to start with. Also, the controller was not working at all and it was completely blank and unresponsive. The green light was illuminated on the top of the controller. However, he took the battery pack out of the controller and the green light still stays on. The controller was still plugged into the ac power when he performed the reset. The patient was walked through performing a controller reset without the controller being p lugged into the ac power supply and the patient confirmed that the controller powered on. Then the patient inserted that battery pack back into the controller while the controller was still plugged into the ac power supply and the controller was still powered on. Later on, the patient reported that the controller was charged up, but doesn't know if something wrong with the implant or controller. He has been trying to charge for the past couple of days and the controller won't charge his device as it says looking for device then goes to try the following reposition and move the controller closer. According to the patient, it has been hard to recharge because the implant was in such a crazy position. He has trouble with it; the battery goes down sometimes in a day or less sometimes in 4 hours. The patient worked with a rep to troubleshoot the device earlier, which was successful after several repositioning. The controller was full but the ins was still in red. It was noted that the patient's screen quickly went to battery empty cannot provide stimulation, recharge your implant, and then the screen froze. After resetting the controller during the report, the patient got recharging excellent, then it went to battery empty, cannot provide stimulation, recharge your implant.